Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing a potential cgm inaccuracy issue while on vacation in (B)(6). The patient stated that the cgm was providing inaccurate readings and reported that she was transported by ambulance to a walk-in clinic. The patient described feeling disoriented and stated that she ¿didn¿t know what she was doing¿ during the event. The patient further stated that she ¿almost died¿ as a result of the incident. Additional information regarding cgm values, fingerstick bg measurements, symptoms, diagnosis, treatment, and outcome could not be obtained, as the patient was upset during the interaction and declined to provide further details. The patient indicated that she would call back at a later time with assistance from her children to provide additional information. It was noted that the patient was connected to a tandem t:slim x2 insulin pump at the time of the event. The patient¿s condition at the time of reporting is unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).